Manufacturer narrative:
Investigation not completed yet; conclusion not available.

Event description:
Reportedly, on (B)(6)2024, during a regular follow-up a me attempted to convert the data to pdf, but it was not possible correctly. All selected data was not printed and only a few pages were printed. Issues on the device are suspected, as other devices can convert to pdf with the programmer. "Implanted?" Was selected "unknown" since details are investigating included the date of implantation, but the device was implanted to a patient.

Event description:
Reportedly, on (B)(6) 2024, during a regular follow-up a me attempted to convert the data to pdf, but it was not possible correctly. All selected data was not printed and only a few pages were printed. Issues on the device are suspected, as other devices can convert to pdf with the programmer. "Implanted?" Was selected "unknown" since details are investigating included the date of implantation, but the device was implanted to a patient.

Manufacturer narrative:
Review of the provided files and log permitted to highlight the reported event. On (B)(6) 2024, an error occurred during the printing process and is visible on the log. No other traces were visible, the root-cause could not be clearly established. The most probable hypothesis is that a memory error occurred, causing an error during the printing process, which explain that the impression could not be completed. This case is retained and utilized for trend purposes.

Manufacturer narrative:
A first review of the provided files did not permit to confirm the reported event. Therefore, no root-cause could be established. Additonal information are requested to perform further investigation.

Event description:
Reportedly, on (B)(6) 2024, during a regular follow-up a me attempted to convert the data to pdf, but it was not possible correctly. All selected data was not printed and only a few pages were printed. Issues on the device are suspected, as other devices can convert to pdf with the programmer. "Implanted?" Was selected "unknown" since details are investigating included the date of implantation, but the device was implanted to a patient.